Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue. The reporter alleged that the pump emitted a cs 012 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/22/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 04/13/2015 with the following findings: a review of the pump¿s black box history showed that a cs 012-0095 call service alarm had occurred during a bolus delivery on 12/19/2014 at 3:02 p.m. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. A 10 unit normal bolus and a 10 unit audio bolus were performed with no alarms occurring. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. The complaint that the pump emitted a cs 012 call service alarm during a bolus was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)